Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 183909 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 183909 and device part number 195-430h/lot 180884. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 183909 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H10: lot number updated to 183909 from 211283. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Additional testing was performed at the doctor's office which generated a positive result. Additional testing was performed on the same day with an unknown brand which generated a negative result. The customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 183909 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 183909 and device part number 195-430h/lot 180884. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 211283 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Additional testing was performed at the doctor's office which generated a positive result. Additional testing was performed on the same day with an unknown brand which generated a negative result. The customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Additional testing was performed at the doctor's office which generated a positive result. Additional testing was performed on the same day with an unknown brand which generated a negative result. The customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.